Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their insulin pump does not work and that insulin squirts out of the device during the manual prime process. The customer indicated that their blood glucose level was 198 mg/dl to 301 mg/dl at the time of incident. Troubleshooting found that the pump was stuck in the preparing the prime loop and the pump could not get out of the loop. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.